Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacra nerve stim. It was reported that about 2 days ago they noticed that the stimulation is too strong and is making their toes curl. Patient said at the same time that their toes curl they can feel stimulation. Patient said they thought maybe they had a charlie horse but they can feel the stim sensation in more frequent intervals, every 5 minutes, rather than every 15-20 minutes like they used to feel it (stim sensation, not toe curling). Patient said it's not uncomfortable, they can just feel it very frequently when they're at work they can feel it making the toe curling sensation in their shoe and also when they're relaxed in bed with nothing on their feet, their toes are going back and forth. Patient said they lost their programmer so they can't decrease stim. The caller was redirected to sunmed to get a replacement programmer. Offered to reach out to field staff to see if they could help decrease stim while patient waits for new programmer. Emailed field staff to notify of situation. The patient's relevant medic al history included patient mentioned they had bladder surgery. The rep reported that they left the patient a voicemail.